Event description:
The customer reported the kv and ma are overshooting. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated a circuit board. The system operates as intended.